Event description:
A report was received that the patient had pain and infection. The physician believed that the infection was not device related. The patient underwent a pocket revision wherein the physician removed the ipg, cleaned out the pocket site, and put the ipg back. The patient was reportedly doing well.